Event description:
It was reported that the right ventricular (rv) lead exhibited no capture bipolar, unipolar high and rising impedance, high and rising threshold and suspected fracture. Due to high threshold the device settings were reprogrammed, however threshold remained high. The rv lead was deactivated and remains in the patient. A different rv lead was implanted, however during placement there was consistent high impedance and difficulty activating the screw. The rv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2010. (B)(4).